Event description:
The user facility reported, prior to a surgical procedure during testing, fluid leaked from the device.  Fluid leaking from a device could potentially cause an infection.no patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Correction: the device was not returned for evaluation; therefore, a root cause could not be determined for the event. : customer cannot locate the device.

Event description:
It was reported that prior to a surgical procedure at the user facility that the battery was leaking. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.